Event description:
Procedure: laparoscopic appendectomy. According to the reporter: during procedure, the device became dull and did not cut well. A new device was opened to complete the procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm operating time extended: less than 30 min.

Manufacturer narrative:
(B)(4).